Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was discarded by the user facility because they considered this event was not associated with quality of asahi devices. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Although attempted, additional information was unable to be obtained. Based on the provided information, it was unable to rule out a possibility that asahi devices had caused or contributed to the reported vessel perforation. It was concluded that this event was unlikely related to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunctions and adverse effects] damage to a vessel, including possible vessel perforation.

Event description:
It was reported that perforation in 4av branch of the right coronary artery had occurred during a percutaneous coronary intervention (pci) where an asahi sion blue guide wire was used with an asahi caravel microcatheter. Cook embolization coil was loaded though the caravel microcatheter. The sion blue was used to push the embolization coil into the place. The coil was placed and the guide wire was removed when the proximal part of the coil was tied with the wire tip and came out together. Another embolization coil in the kit was used to seal bleeding. There were no additional adverse effects on the patient. Caravel: MFR report #: 3003775027-2022-00036. Sion blue: MFR report #: 3003775027-2022-00037.